Event description:
Healthcare professional reported "any creases and gel fractured". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases flat. Cloudy and bubbles in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. No gel fracture observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional later confirmed left side capsular contracture, baker grade iii. Healthcare professional reported "any creases and gel fractured." Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional later confirmed left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.